Event description:
The customer reported that during a case, the foot pedal was pressed and the system displayed a communication error and locked up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the 5v power supply. System operates as intended.